Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited noise. The patient was asymptomatic. During the lead revision procedure, clavicular crush was suspected. The lead was explanted and replaced without complication. The patient was in stable condition post procedure.